Event description:
I was using the renu contact solution and seemed to have gotten pink eye in my right eye. I was treated for pink eye with antibiotic drops, which did not help. I then went to "optomologist," who prescribed a stronger antibiotic drop for me. This also did not work. At this point, I had had the "pink eye" for a couple of months. I was extremely sensitive to light. Finally, I was prescribed some oral antibiotics, which seemed to heal my eye. I resumed wearing my cotacts, still using the same solution that I had been using before I had gotten the infection, but with a new pair of contacts. After wearing my contacts for one day with this solution, my right eye again became very red. Finally, I decided to change contact solutions from renu to aquify, and I have not had a problem since, though my eyes are still more sensitive to light than they were before. I just recently heard about the investigation on bausch and lomb, and I and my dr are convinced that my infection was caused by the solution I was using.